Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6)2013. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent tah/bso on (B)(6) 2006 due to symptomatic myomatous uterus and underwent fractional d&c and saline hysteroscopy on (B)(6) 2005 due to severe menorrhagia and dysfunctional uterine bleeding. It was reported that patient underwent examination under anesthesia, release of vaginal wall from tension-free tape adhesion and cystoscopy on (B)(6) 2002 due to partial vaginal erosion. Patient underwent cystoscopy and urethral dilation on (B)(6) 2002 due to urinary retention and urethral stricture. It was reported that patient underwent cystometrogram, electromyogram, flow study and cystoscopy with bladder biopsy on (B)(6) 1998 due to urinary incontinence. (B)(4).